Event description:
The customer alleged that she tested her blood glucose using her contour ts meter and received readings of 25 and 30 mg/dl. No adverse events were alleged. While troubleshooting, she performed control tests and received results of 14 and 21 mg/dl. The normal control range was 100-138 mg/dl. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.